Event description:
A malfunction alarm occurred, displaying a malfunction code which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer may continue to use the pump.